Event description:
Customer reported an error with their continuous glucose monitor indicating ¿cgm error 42.¿ blood glucose level remained within normal range as there was no mention of an adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the issue with the cgm error was resolved. Customer successfully commenced a new sensor session.